Event description:
It was reported to boston scientific corporation that a dreamtome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, after unpacking and injecting contrast into the device, it was noted that the cut wire was broken. The device was not used in the patient. The procedure was completed with another dreamtome sphincterotome. The account reported that there was no visible damage to the device packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the exposed cut wire was broken and the broken ends of the cut wire appeared burnt/blackened. The broken section of the exposed cut wire had retracted inside the lumen of the extrusion through the proximal pierce hole. After measuring the length of the exposed cut wire, it was determined to have broken off at the anchor. Examining the anchor by cutting open the distal tip, found the cut wire had been soldered correctly during manufacturing. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the cut wire was broken. During manufacturing, tome devices are 100% inspected so the broken/burnt cut wire is likely due to usage/generator settings. Therefore, the most probable root cause is handling damage. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a dreamtome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, after unpacking and injecting contrast into the device, it was noted that the cut wire was broken. The device was not used in the patient. The procedure was completed with another dreamtome sphincterotome. The account reported that there was no visible damage to the device packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.